Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of perforation is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. The additional device referenced in b5 is captured under a separate medwatch number.

Event description:
It was reported that the procedure was to treat the left circumflex coronary artery with moderate calcification, heavy tortuosity and 90% stenosis. The 3.5x23 mm xience alpine stent was implanted and during post-dilatation a perforation occurred. A 3.5x16 mm graftmaster covered stent was attempted but could not cross. A 3.5x19 mm graftmaster covered stent was used to cross, seal the perforation and complete the procedure. No additional information was provided.